Manufacturer narrative:
Other applicable components are: product ID: 8731, serial# (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), ubd: 05-may-2005, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid (50mg/ml at 12.087mg/day) via intrathecal drug delivery pump. The indication for use was noted as spinal pain. It was reported that in 2014 the patient's catheter came out from picking her grandbaby out of the crib. The catheter was fixed. No symptoms were reported. There were no further complications reported at this time.